Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking and prior to use, the pressurewire x, wireless was noted to have a deformed tip appearing to have the tip coils unraveled (separated from the core); therefore, the device was not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. The procedure was completed with another device. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported break was not confirmed. However, there were stretched coils noted which were likely thought to be damaged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation determined that the stretched tip coils were likely related to circumstances of the procedure. It is likely that the pressurewire tip was damaged during removal from the coil dispenser or during preparation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the distal tip coils of the pressurewire x, wireless device were stretched out distally and wavy, and not unraveled and separated from the core. No additional information was provided.